Event description:
Pt five of six. Infectious disease nurse calling due to concern over 6 pts in same region who had cataract surgery with iol placement in one of three facilities, who all developed post-op eye infections requiring surgical debridement. ID consultant suspects the possibility of device contamination or some other commonality between pts. ID nurse also suspects pts were treated with antibiotics prior to cultures being obtained.